Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the orange section of the monopolar curved scissors (mcs) instrument was melted. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained additional information. There was no patient injured. Only the orange part of the instrument was defective.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a broken tube extension at the orange plastic section. No pieces were missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.